Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values five days after the sensor was inserted in the abdomen. No patient symptoms were documented. The cgm was reading 200 mg/dl and the blood glucose reading was 500 mg/dl. The patient was admitted to the hospital for 3 days with dka and treated with insulin. There was no documentation of further medical intervention. At the time of the call, the patient was recovering. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.